Event description:
Surgeon performing phacoemulsification of cataract using ozil phaco handpiece with a 30 degrees kelman phaco tip. Tip broke off in eye. Pieces retrieved and another tip attached to handpiece. Surgery proceeded. No harm to patient. Case had many complications but none due to phaco tip mishap, according to surgeon.